Event description:
It was reported that the asymptomatic patient presented to clinic. Post-sensed t wave oversensing was noted on stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.